Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose of 38 mg/dl associated with quiet sounds from the pump. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the patient did not hear the low bg alert going off during the night and slept through it. During troubleshooting with customer technical support, it was revealed that the audio settings were correctly programmed in the pump. This complaint is being reported because the patient allegedly experienced hypoglycemia as a result of use error.

Manufacturer narrative:
Follow-up #1: date of submission 04/25/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: the last basal delivery was on (B)(6) 2016 at 12:22pm. The reported date from (B)(6) 2015 was overwritten. There were call service ¿cs208¿ ¿glucose below user limit alerts¿ observed in the black box and in the continuous glucose monitor (cgm) history. The total daily dose (tdd) added up and reflected the programmed basal rate target. The pump powered on with auditory and vibration alerts correctly. The pump was paired with a test transmitter and the system was run for 24hr with no errors, alarms or warnings occurring. The tdd reflected 24u after a 24hr on 1u/hr duration test. ¿cs208¿ low bg alert was simulated and the pump gave the appropriate audible and visible ¿cs208¿ low bg alert. The product performed within specifications. The original complaint could not be duplicated or confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.